Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced slight r-r variability rate greater than 100 beats per minute for a duration of two minutes. The icm remains in use. No patient complications have been reported as a result of this event.